Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26467. It was reported the patient's stimulation has changed and is uncomfortable and no longer effective. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26467. Follow up information identified the patient's occipital leads (off label use) had migrated down to the ipg pocket site. The patient underwent surgical intervention where both leads were replaced with new ones and positioned on the back of her head (original location). The patient is receiving effective stimulation and the issue is resolved.